Event description:
ICD generator and lead extraction due to lead failure/suspected fracture. The patient was seen and examined by an electrophysiology staff physician and suspected ICD lead fracture due to the high impedance values triggering lead integrity alert; he was deemed appropriate for ICD lead extraction with new ICD lead implantation and a new generator change.what was the original intended procedure?ICD lead extraction.